Manufacturer narrative:
H3, h6: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of an issue and a potential injury associated with the magnetom vida system. It was stated that the tui handle broke as a technician attempted to pull the table out of the docking station. As the handle broke, the technician lost balance, fell backward, and landed on the floor. The technician stated the fall resulted in radiating back pain. Although requested, detailed information regarding the severity of the injury, medical intervention provided, and current health status of the technician has not been provided to siemens healthineers as of the date of this report.